Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date following a supply change and a usual for me breakfast meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts, including repeated occlusion alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set.

Event description:
On 8/26/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 8/22/24. On 8/26/24 a beta bionics customer care agent followed up with the user about the event. On 8/22/24, the user, who is new to the ilet system and had received training that day, experienced a high bg event due to a malfunctioning infusion set. The user had difficulty applying the infusion set due to dexterity issues, which resulted in the cannula bending and not puncturing the skin. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. After meal announcing and eating breakfast, the user's blood glucose levels did not decrease and eventually exceeded 700 mg/dl. The user felt dizzy and nauseous and called an ambulance. Upon emt arrival, the user was transported to the hospital, where they were diagnosed with dka and treated with an insulin IV drip and shots. The user was ad released on (B)(6) 2024. The user remained disconnected from the ilet and is awaiting further training and supplies.